Event description:
It was reported that the stent was implanted at 8atms in the left anterior descending artery with a good result. Post procedure, while removing the guide wire from the post dilatation catheter, what appeared to be a portion of the membrane was observed on the distal tip of the guide wire. No pt injury was reportedly associated with this event.